Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary # product ID# 457453, the full lead was returned. Analysis was performed and no anomalies were found, the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, visual summary analysis of the lead indicated apparent explant damage, visual summary analysis of the lead indicated stretching. Product ID (B)(4) implanted: 2012 (B)(6); product ID 694765; implanted: 2012 (B)(6). (B)(4).

Event description:
It was reported that the patient suddenly had syncope and aconuresis near home and was sent to the hospital where rescue was unsuccessful and the patient died. It was noted that the patient had recently asked for analysis report of the device. A cause of death was requested and not received. 2013 (B)(6) additional information was received and reported that the cause of death was not clarified by the physician and remains unknown. It was also noted that the physician did not allege a product performance issue. 2013 (B)(6) additional information along with a request for analysis indicates that the family doubted the quality of the product.